Event description:
Customer received a result of 141 mg/dl and 435 mg/dl on performa system 1, and a result of 120 mg/dl on performa system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 471765, expiration date 02/28/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.